Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the h1tuv takes time to do dissection. Another instrument was used to complete the case. There was no consequence to the pt.